Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that her roommate found her unconscious and called 911. When the paramedics arrived around 9:30pm, they performed a finger stick reading and the bg meter was reading 23md/dl, compared to the cgm that was reading 53mg/dl. The ambulance transported the patient to the hospital where she was admitted and placed on a hospital managed insulin regimen. The patient was released from the hospital on (B)(6) 2018. Further contact was made with the patient on (B)(6) 2018 and the patient indicated that while in the hospital, she received an EKG and CT scan upon admission. At the time of further contact, the patient stated she was doing all right and was continuing with her regular medical follow-ups. The patient further stated that she had experienced an "ada cardiac arrest" in which she did not wish to provide information regarding treatment. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.